Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving an inappropriate shock while running. It was noted that the patient has hypertrophic heart disease and is prone to ventricular tachycardia (vt) while exercising. Upon interrogation, the physician observed that the patient's vt was under the programmed therapy zone, and the shock was inappropriately delivered due to t-wave over-sensing. Boston scientific technical services (ts) was contacted for review, and clinical factors were discussed, as well as potential reprogramming options to resolve the event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.